Manufacturer narrative:
Follow-up #1: date of submission: 09/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2016 with the following findings: a review of the black box indicated reboots had occurred. Visual inspection revealed that the battery compartment was cracked. There was no damage to the battery cap and the battery cap was able to attach securely to the pump. The pump powered on normally and was exercised for 24 hours with no power issues occurring. The complaint of a power issue could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed corrosion in the battery compartment and a leak at the battery compartment.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had an intermittent power issue and the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.